Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, imaging was difficult. Grasping was difficult due to the flail leaflet. A mitraclip was placed at anterior and posterior leaflet 3(a3p3). Post deployment, a single leaflet device attachment (slda) occurred from posterior leaflet. Additional clip was deployed lateral to slda clip for stabilization. Per the physician, the slda was due to the pre-existing patient anatomy. The mr was reduced to grade 2-3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda and difficult or delayed positioning associated with leaflet grasping are due to patient conditions (thin leaflets and pre-existing flail with flail gap). Image resolution poor was related to procedural conditions and due to shadows from the sgc. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.